Event description:
The article, "a comparison of simplified or conventional antithrombotic regimens after left atrial appendage closure in patients at high bleeding risk: the platebrisk study", was reviewed. The article presented a retrospective, multicenter study to compare a simplified versus conventional antithrombotic treatment (att) after left atrial appendage occlusion (laao) in very high bleeding risk patients. Devices included in the study were amplatzer amulet, watchman 2.5 and flx, amplatzer cardiac plug, lifetech scientific lambre, and eclipse medical omega. The article concluded that in patients with very high bleeding risk, a simplified att after laao seems to be as effective as conventional protocols. Furthermore, patients with a history of major bleeding experienced a lower risk of major bleeding with the simplified att. [The primary and corresponding author was pablo antúnez-muiños, hospital universitario de salamanca, paseo de la transición española, salamanca, 37007, spain, with corresponding e-mail: pjantunez@gmail.com]. The time frame of the study was from july 2009 to december 2022. A total of 1135 patients were included, of which 52.1% received an abbott device. The average age was 77.47 years old and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, atrial fibrillation, prior ischemic stroke, transient ischemic attack, bleeding (intracranial, gastrointestinal, intravitreal), cerebral amyloid angiopathy, labile international normalized ratio, heart failure, peripheral artery disease, coronary artery disease, prior dialysis, cirrhosis, active malignancy.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, atrial fibrillation, prior ischemic stroke, transient ischemic attack, bleeding (intracranial, gastrointestinal, intravitreal), cerebral amyloid angiopathy, labile international normalized ratio, heart failure, peripheral artery disease, coronary artery disease, prior dialysis, cirrhosis and active malignancy. Some of the complications reported were pericardial effusion, stroke, bleeding, device embolization, residual shunt and patient death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the lot number was not provided.